Manufacturer narrative:
The correct analysis results are now attached. The returned lead was thoroughly analyzed. As part of the analysis, the lead was examined visually and electrically. During the analysis of the lead, it was detected that the lead body had been massively damaged by squashing and deformation about 43 cm distal of the is4 connector pin. The helix was fractured in this area. This damage pattern is with high probability to be regarded as the cause of the clinical complaint. The observed damage pattern requires an excessive pressure load onto the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly.

Event description:
Ous MDR - this lead was explanted due to high impedances. No event date was provided.